Event description:
The company was notified that the pt underwent an MRI procedure and the device internal magnet flipped over. The pt reportedly experienced pain and a bump on the side of the head which eventually disappeared. Surgery was performed to flip the magnet back in place. The pt is being monitored.